Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected bolus delivery suspend noted during testing. Unit functioning properly. Unit received with minor scratched lcd window and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer did not felt ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 317 mg/dl. Customer's blood glucose reading at the time of the incident was 224 mg/dl. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer high blood glucose reading started on (B)(6) 2017. Customer treated the high blood glucose reading with insulin pump that had 2.4 units of insulin. Customer reports site is changed every 2-3 days. Infusion set was changed on (B)(6) 2017 and cannula was bent. Customer was able to remove and change set at this time. Customer stated there were no leaks or air bubbles. Customer did mention drive support condition on the note. Customer declined to check bolus wizard settings for accuracy. Customer did not perform high pressure test. Customer cannot recall the cause of the high blood glucose reading. Products will not be returning for analysis.